Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she got into the pool while wearing her insulin pump; the screen went blank, there was moisture under the lcd screen that has since dried out, and a couple button error alarms have occurred. The patient's blood glucose has ranged between 52 mg/dl and 502 mg/dl ever since the pump got wet. Troubleshooting was initiated for the pump exposure to fluid. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with bleeding lcd glass. The insulin pump was received with cracked case at display window corners, cracked display window and reservoir tube lip, minor scratched lcd window and missing end cap sticker.